Manufacturer narrative:
Additional manufacturer narrative and result: the patient was allegedly wearing the lifevest at the time of death on (B)(6) 2014. However, review of the patient's downloaded data indicates that the device was last shut down on (B)(6) 2014, at 04:22:31 pm. Review of the patient's data indicates multiple battery pack 'runtime expired' events. The patient's battery packs were used in the device for longer than 24 hours without charging, resulting in an inability to provide sufficient power to the monitor. The monitor properly alerted the 'replace battery' notifications. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. Upon evaluation of the electrode belt, the trunk cable was severed. There is no evidence that the damage caused or contributed to the patient's death. It is unclear when the damage to the electrode belt occurred. Device manufacture date and usage of device: monitor: (B)(6) 2014 - initial use. Belt: (B)(6) 2014 - reuse.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old male patient had passed away on (B)(6) 2014. The patient had been in a skilled nursing facility and was transferred to a hospital where he passed away. The patient allegedly was wearing the lifevest at the time of death.